Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 12aug2019. The review was performed from the date of manufacture to the present date 26jul2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump under infused. The medication involved was leucovorin 736mg in 260ml at a rate of 161ml/hr. It was noted that the 2 hours infusion took 3 hours to complete and a 90 minute infusion took 2.5 hours to complete. There was patient involvement but there was no patient harm. There was a delay in treatment as a result of the event and that the patient was at the hospital longer than needed.